Manufacturer narrative:
The returned intraocular lens (iol) was received and inspected under 10x magnification. The optic was intact and one haptic was distorted. Based on the report received the patient's weak eye zonules were the cause of this event and not the iol. All available information is included in this report.

Event description:
It was reported by a nurse that the lens fell to the back of the patient's eye during intraocular lens implantation. The cause was the patient's weak zonules. The incision was enlarged and the lens removed in one piece.